Event description:
Report 2 of 2 received of a tubing separation. The customer reported that the tubing seperated from the t-connector arm. The customer contact could not provide any specific patient or therapy information. There was no reported bleed-back, adverse patient effects, or delays in critical therapy. The tubing was replaced. Though requested, no additional information was provided.